Event description:
It was reported that the patient had their system explanted on an unknown date due to having a previous unrelated surgery from 2 years ago where a doctor accidentally cut one of their leads. It is unknown which lead was cut.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7868053. Common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7868053. Common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7868053.

Event description:
Additional information indicates the entire system was explanted on (B)(6) 2025.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.